Event description:
A surgeon reports a pt with symptoms of inflammation and a sudden decrease in visual acuity six days following intraocular (iol) implant surgery. A capsular bag tore during the procedure. The anterior chamber and vitreous were white and there was tyndall. There was no pain or redness. The event was more inflammatory than infectious. The pt was treated with medications. Additional info has been requested. There are two medical device reports being submitted for this report. This report is for the viscoelastic.

Manufacturer narrative:
The lot number used in this procedure is not known; two possible lot numbers were provided. Batch record review was performed for the two possible lot numbers 08b13d and 08g03l. The review indicated the product met release criteria. Retention samples were tested; results met specs. There have been no other reports in these lots of product except by this facility. Additional information was requested. This report was mailed to FDA on: 11/19/08.